Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. The customer reported that the air/oxygen calibration resolved the issue so there is no component coming back for evaluation. (B)(4).

Event description:
The customer reported that the ventilator's fraction of inspired oxygen (fio2) was out of specification at 30 percent is was reading 25 to 36 and when set to 60 percent it was reading 68 to 70 percent. The (fio2) cell was replaced and the issue was not resolved. The customer then performed an air/oxygen calibration and the issue was resolved. There was no patient involvement.